Event description:
It was reported that patient underwent an orthopedic procedure on (B)(6) 2024, using the trochanteric fixation nail advanced (tfna) system. While performing insertion of the lag screw into the femoral neck, the wire was placed into the femoral neck through the aiming arm. Then, the 10 mm cannulated tapered drill bit was passed over the wire. The tip of the drill bit broke as it entered the bone. Then, the 6/9mm cannulated stepped drill was used over the wire and through the aiming arm; the tip also broke while it was being used. There was no surgical delay. Procedure was successfully completed. One fragment was generated and was not removed. There were no patient consequences. This report is for a 6mm/9mm cannulated stepped drill bit. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a synthes employee. H3, h6: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. The product was not returned to depuy synthes, however photos were received for review. The photo investigation revealed that '03.037.022, 6mm/9mm cannulated stepped drill bit' had broken tip. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the 6mm/9mm cannulated stepped drill bit would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to cause traced to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.